Event description:
It was reported that there were erroneous results obtained with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: we have received an internal vim report because of strongly deviating results of blood tests. The department suspects that there was something in the tube beforehand that caused the abnormal value. Additionally, on 2020-09-04 the bd sales consultant provided the following additional information: 1. The material is no longer in our possession. The tube is thrown away after it has been photographed (together with a non-standard tube). 2. One day after the blood collection and the determination of the results, the deviation of the blood on the wall of the tube has been detected. So after using the tube. 3. The patient was pricked again the next day. 4. The patient was discharged from the hospital and came back to the hospital for another blood sample. 5. The leukocytes were 21.2 /en the first time and 9.4 /en the next day. The thrombocytes were 3628 /nl the first time and 241 /nl the next day. 6. The tube was filled normally and the blood collection was normal. On the picture you can see that there is not much material left in the tube, but that was because extra material was taken out to dilute because of the high thrombocyte rash. 7. The patient has no clinical abnormalities that can cause cold agglutination or similar. Also laboratory-technical there were no problems. 8. It is not agglutination on the wall, but artifacts. This is also described in the microscopic evaluation of the cells. 9. Advia 2120i 10. First a heparin tube was removed and then the edta tube. 11. The tube has been mixed as prescribed and not more than usual. 12. The tubes have been stored at room temperature under normal conditions.¿

Manufacturer narrative:
The following fields have been updated with additional information received: b.1 adverse type: reported issue is both an adverse event and product problem b.2. Other details: patient returned for recollection b.5. Describe event or problem: it was reported that there were erroneous results obtained with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: we have received an internal vim report because of strongly deviating results of blood tests. The department suspects that there was something in the tube beforehand that caused the abnormal value. Additionally, on 2020-09-04 the bd sales consultant provided the following additional information: 1. The material is no longer in our possession. The tube is thrown away after it has been photographed (together with a non-standard tube). 2. One day after the blood collection and the determination of the results, the deviation of the blood on the wall of the tube has been detected. So after using the tube. 3. The patient was pricked again the next day. 4. The patient was discharged from the hospital and came back to the hospital for another blood sample. 5. The leukocytes were 21.2 /en the first time and 9.4 /en the next day. The thrombocytes were 3628 /nl the first time and 241 /nl the next day. 6. The tube was filled normally and the blood collection was normal. On the picture you can see that there is not much material left in the tube, but that was because extra material was taken out to dilute because of the high thrombocyte rash. 7. The patient has no clinical abnormalities that can cause cold agglutination or similar. Also laboratory-technical there were no problems. 8. It is not agglutination on the wall, but artifacts. This is also described in the microscopic evaluation of the cells. 9. Advia 2120i 10. First a heparin tube was removed and then the edta tube. 11. The tube has been mixed as prescribed and not more than usual. 12. The tubes have been stored at room temperature under normal conditions.¿ h.1 type of reportable events: serious injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results obtained with a bd vacutainer k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: we have received an internal vim report because of strongly deviating results of blood tests. The department suspects that there was something in the tube beforehand that caused the abnormal value.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results could not be evaluated based on photos. No returns were received; therefore retention samples of the incident lot were selected from bd inventory for further evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results (wbc¿s and platelets) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Visual observation of retains and controls indicate a typical edta spray pattern. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that there were erroneous results obtained with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: we have received an internal vim report because of strongly deviating results of blood tests. The department suspects that there was something in the tube beforehand that caused the abnormal value. Additionally, on 2020-09-04 the bd sales consultant provided the following additional information: 1. The material is no longer in our possession. The tube is thrown away after it has been photographed (together with a non-standard tube). 2. One day after the blood collection and the determination of the results, the deviation of the blood on the wall of the tube has been detected. So after using the tube. 3. The patient was pricked again the next day. 4. The patient was discharged from the hospital and came back to the hospital for another blood sample. 5. The leukocytes were 21.2 /en the first time and 9.4 /en the next day. The thrombocytes were 3628 /nl the first time and 241 /nl the next day. 6. The tube was filled normally and the blood collection was normal. On the picture you can see that there is not much material left in the tube, but that was because extra material was taken out to dilute because of the high thrombocyte rash. 7. The patient has no clinical abnormalities that can cause cold agglutination or similar. Also laboratory-technical there were no problems. 8. It is not agglutination on the wall, but artifacts. This is also described in the microscopic evaluation of the cells. 9. Advia 2120i. 10. First a heparin tube was removed and then the edta tube. 11. The tube has been mixed as prescribed and not more than usual. 12. The tubes have been stored at room temperature under normal conditions.¿